Event description:
It was reported that the patient presented to the emergency room due to feelings of fatigue. The atrial lead exhibited oversensing and noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.